Event description:
The patient was complaining of instability which was causing pain. The surgeon decided to swap the poly insert (14 mm) for a thicker one (20 mm). It should be noted the patient was obese which the surgeon believes was a factor of the instability/pain. Ref MFR report 3005180920-2014-00197.